Event description:
A consumer reported blurry vision one week following bilateral intraocular lens (iol) implant surgery. The surgeon increased the dosage of an ocular medication in the left eye and his vision has improved. He reports that his vision in his right eye is "not as bad." At the consumer's request, the surgeon was not contacted. There are two mdrs associated with this event: left eye: MDR# 1119421-2007-00529 and right eye: MDR# 1119421-2007-00530.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot.